Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located 1mm proximal to the proximal edge of the proximal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-june-2016. It was reported that balloon leak occurred. After a guidewire was crossed the lesion, a 6.0x40, 75cm mustang¿ balloon catheter was advanced over the wire for pre-dilation. However, during inflation at 10 atmospheres, there was a spill back into the encore¿ 26 inflation kit and a leakage was noted in the balloon catheter. The procedure was completed with another 6.0mm x 40mm x75cm otw mustang balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.